Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "he devices do not perform a self-test when switched on. The sensor readings in the "sensor data" tab are not displayed or are displayed incorrectly even when the flow sensor is disconnected. Ventilation is not possible." Health impact: no clinical signs, symptoms or conditions. No health impact or cosequence identified.